Manufacturer narrative:
Device history record (DHR) review cannot be conducted because the no lot number was provided] by the customer. Since the lot number is unknown, the full UDI number cannot be provided. Concomitant products used during this clinical study: lasso circular mapping catheter; carto 3 mapping system. (B)(4).

Event description:
This complaint is from a literature source. It was reported that pseudoaneurysm and arteriovenous fistula at the femoral vein occurred in 3 patients. Additional clarification on what adverse event occurred in each patient was unavailable after several attempts to reach the author. Though neither medical intervention nor extended hospitalization was reported in the article, bwi takes conservative approach to report this complaint. Based on the facts of the case and the author¿s assessment, there were no reported malfunction with any of the bwi catheters and systems used during the study. Thus, this case is unrelated to the device and most likely related to the procedure. Title: ¿(B)(6) the purpose of this study was to evaluate the long-term outcomes, efficacy and safety of catheter ablation in atrial fibrillation patients with dilated cardiomyopathy. Two deaths occurred due to heart failure during 40 and 54 months follow-up, respectively; one death due to severe pneumonia during 38 months of follow-up. Bwi will not report these death events as they were not related to the procedure or product. Suspected device is navistar, however catalog and lot number are unknown.